Event description:
The patient additionally reported being injected with juvéderm volux¿ xc in both sides of jawline. One week after injection, the patient experienced "nothing but problems with it, swelling, bulging vein on left-side of neck, and lumpy chin". Patient reported that they were advised by their injector that the product "traveled and migrated." Approximately two months later, the patient had a sonogram and was treated with hyaluronidase. The following month the patient was treated again with hyaluronidase. Symptoms are ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: a3a, a4, a5, a6, b3, b5, d6a, and h6.

Event description:
A patient reported being injected with juvéderm volux¿ xc. Sometime later, the patient experienced ¿product either migrated or made a vein bulge.¿ the hcp advised the patient that the filler migrated and then injected something to dissolve it. It is better, but still visible. Hcp is now saying it¿s just an angry vein and to take aspirin. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.